Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was observed to be depleting quickly. The customer's blood glucose (bg) level was 145 mg/dl. During troubleshooting with tandem technical support, review of the customer's most recent charge was unable to confirm the reported issue. However, the customer maintained the battery was depleting quickly. Reportedly, the customer continued to use the pump for insulin therapy.